Event description:
It was reported that the patient¿s device system was removed on (B)(4) 2007 due to massive infection. The patient had scoliosis and the implant surgery took many hours due to all the hardware in the patient¿s spine. The patient was at the doctor office for follow up from the implant and had to have emergency surgery to remove the device system. Patient outcome was not provided. The device system delivered baclofen. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer. The patient experienced major pain/suffering and money spent. It was noted that the infection could have killed the patient.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4) implanted: (B)(6) 2007, explanted: (B)(6) 2007, product type: catheter. (B)(4).